Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The inner insulation of the lead was extrinsically breached due to a tear. There was blood on the proximal conductor. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the right atrial (ra) lead was not sensing and had high impedance. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6949, implantable tachy lead, (B)(6) 2007; d154awg, implantable cardioverter defibrillator, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.